Event description:
As reported via legal the patient had a left knee revision on (B)(6) 2022. This revision was revised again in 2023 (exact date is unknown) the poly insert had completely disintegrated, so the tibia completely crumbled, and she had to get a tibial plate and screws inserted. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants; 02-010-06-0220 - tru cc femoral size 2 left (B)(6). 02-010-06-0522 - tru post. Aug. Size 2, 10mm (B)(6). 02-010-66-1002 - metaphyseal femoral cone, small, h42mm (B)(6). 02-012-45-2030 - lgc tibial fit tray cem sz 2f / 3t (B)(6). 02-012-60-1416 - tru stem ext 14mm x 160mm (B)(6). 02-012-60-1440 - tru stem ext 14mm x 40mm (B)(6). 02-012-60-1880 - tru stem ext 18mm x 80mm (B)(6). 02-012-66-2000 - metaphyseal tibial cone, ml32mm (B)(6). 208-06-02 - cc distal fem augment sz 2, 10mm (B)(6). 208-06-02 - cc distal fem augment sz 2, 10mm (B)(6). Cs-05cc - intersep calcium sulfate (B)(6). Pending investigation.

Manufacturer narrative:
D4: removed catalog number, expiration date, serial number, and UDI d10: concomitants unknown g3: removed 510k number h4: removed device manufacture date h6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, loosening and/or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear, loss of range of motion, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.